Event description:
On (B)(6) 2014 it was reported that the physician¿s handheld only works if you hold the serial cord a certain way. She says it works if the serial cable is in the right place; otherwise there is a communication error. It was later reported on (B)(6) 2014 that the handheld was used two days prior and worked fine. It was stated that the handheld and serial cable would be returned for product analysis but they have not been received to date.

Event description:
The handheld and wand were returned to the manufacturer and analysis was completed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Of note, the serial cable was not returned. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned wand revealed a portion of the battery cover lack was broken and missing. This condition had no adverse impact on device performance. The wand battery was not returned with the wand. After a known good bench battery was installed, functional test results verified consistent communication of the wand. Continuity testing of the serial data cable and the battery cable passed. After the battery was installed, the programming wand performed according to functional specifications.